Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular exhibited high capture threshold and the helix failed to retract. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were identified as a helix mechanism issue and a confirmed high capture threshold. A complete lead was returned in one piece as received. The helix was found to be partially extended and clogged with blood/tissue. Over-torque of the inner coil at the connector region, consistent with procedural damage, was observed through x-ray inspection. After the helix was cleaned and the lead was cut, the helix was able to be extended and retracted by torque applied directly at the inner coil. The full helix extension length was measured and found to be within specification. The cause of the reported helix mechanism issue was attributed to blood/tissue in the helix region and over-torque of the inner coil. No indication of conductor fractures was found during electrical testing. Internal shorting due to over-torque of the inner coil inside the connector region, which caused the high capture threshold, was detected through electrical testing. No other anomalies were found during visual and x-ray inspections of the lead.